Manufacturer narrative:
Although the reported event was confirmed, the investigation could not conclusively determine the root cause. The root cause remains inconclusive.

Manufacturer narrative:
Additional narratives. There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article "aortic valve reintervention after transcatheter aortic valve replacement" fukuhara s, et al. J thorac cardiovasc surg. 2021. The following complaint was identified: two unknown model aortic valves were disabled via valve-in-valve procedures after unknown implant durations due to unknown reasons. Two transcatheter valves were implanted, respectively.